Manufacturer narrative:
Patient weight was not provided. The customer performed hardware verification testing to include performing a passing system check and access accutni+3 precision run. The customer sent one patient sample to beckman coulter (bec) for testing. Testing of the sample yielded access accutni+3 results within the normal reference range of the assay. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the sample twice on the same unicel dxi 800 access immunoassay system obtained lower but elevated results, above the normal reference range of the assay. The customer re-analyzed the sample on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained lower but elevated results, above the normal reference range of the assay. The customer re-centrifuged and filtered the sample. The customer reanalyzed the sample on the same unicel dxi 800 access immunoassay system and obtained lower results, within the normal reference range of the assay. The patient had an additional two (2) blood draws. The initial and reflex access accutni+3 results were elevated, above the normal reference range of the assay. The customer re-centrifuged and filtered the samples prior to repeat testing. The samples were reanalyzed on the same unicel dxi 800 access immunoassay system and the results recovered within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was no report of impact or change to patient care or treatment due to the elevated access accutni+3 result. Access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The samples were collected in lithium heparin plasma gel separator tubes. The samples were centrifuged at an unknown speed for four (4) minutes.